Manufacturer narrative:
Patient was prescribed topical hydrocortisone and 1% silver sulfadiazine as intervention medication for post care treatment. Treatment settings were within clinical guidelines. Device was evaluated and found to be operating as intended. Hyperpigmentation/dark spots are expected side effects from laser treatments, but reportable in this incident since the patient had medication for intervention use.

Event description:
Patient developed hyperpigmented dark spots from a laser procedure on the face.